Event description:
Patient with history of diabetes mellitus, hypertension, colon cancer and peripheral vascular disease was assessed in the emergency department due to complains of a new onset of weakness. The patient was admitted for a left heart catheterization with left and right coronary angiography. The radial sheath, from the prelude ideal¿ vascular catheter introduction set, kinked at the proximal end of the hub. Another product was used for the medical procedure. No known harm to patient.